Event description:
It was reported that a patient underwent an unknown procure on (B)(6) 2026 and mesh was implanted. Two small threads were identified within midline of anterior vaginal wall and found on examination due to recurrence of prolapse. Asymptomatic of exposure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is this a transvaginal placement of an ultrapro mesh? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What is the name of the index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Were any concomitant procedures performed? Were any concurrent devices implanted? Were there any intra-operative complications? What symptoms did the patient experience following the index surgical procedure? Onset date? Please clarify the date of the procedure, the date of the prolapse and the date of the vaginal erosion. When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? Are there any photos available? The mesh fixation technique? (Single or double crown; spacing between implants) if mesh erosion occurred, what plane did the mesh erode into (ex. Bowel/bladder)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.